Manufacturer narrative:
(B)(6). Should additional information become available, a supplemental record will be filed.

Event description:
Consumer alleges seat connect is broken on the frame and the seat makes her feel like she is sitting in a bucket and squish her legs and hurts her.